Manufacturer narrative:
(D4) lot number updated from 0027789779 to 0028206262. Device evaluated by MFR: a mustang device at 14 atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 61mm in length and extended from a position approximately 7mm proximal of the proximal markerband to 1mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and severely calcified vena cava vein. A 10.0 x 60, 135cm mustang balloon catheter was advanced for post-dilation. However, on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and severely calcified vena cava vein. A 10.0 x 60, 135cm mustang balloon catheter was advanced for post-dilation. However, on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient's status was stable.

Manufacturer narrative:
(D4) lot number updated from 0027789779 to 0028206262.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and severely calcified vena cava vein. A 10.0 x 60, 135cm mustang balloon catheter was advanced for post-dilation. However, on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient's status was stable.